Manufacturer narrative:
The reported event of backup mode was confirmed. Based on the information provided, it was determined that there were repeated occurrences of bad parity errors and uncorrectable nmi events, resulting in device resets. The parity errors and nmi events were due to a hardware-related memory integrity issue.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was noted that the pacemaker was found in backup vvi. The pacemaker was reprogrammed. There were no patient consequences.